Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Also (B)(4)reported that the graphics processing unit (gpu) assembly was replaced for the repair. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the gpu. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine maintenance at olympus australia (oaz), the error e116 which indicated that the subject device malfunctioned occurred. There was no report of patient injury associated with the event.